Manufacturer narrative:
This report is filed, (B)(6) 2016.

Event description:
Per the clinic, the patient experienced poor performance and poor sound quality with device use. Subsequently on (B)(6) 2016 the device was explanted; during the same surgery the patient was re-implanted with a new device.